Event description:
It was reported that while using the ilet, the user experienced progressive hyperglycemia with fingerstick/cgm readings up to 422 mg/dl despite a recent supply change and no additional food intake for several hours; the user reported staying hydrated, exercising, and a ketone test indicating small ketones, and a subsequent guided supply change led to gradual improvement with glucose trending down to 377¿398 mg/dl. Symptoms included hyperglycemia, headache, shaking/tremors, and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.